Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The 95% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.5mm and the lesion length was 30mm. Direct stenting was not attempted. A 3.5x32mm liberte stent was implanted. The residual stenosis was 0%. The procedure was technically successful. On the day of the index procedure, the patient experienced a target vessel related mi. A rise in cardiac markers was observed. No EKG changes were evident. The location of the mi is not provided. The patient was discharged eight days after the index procedure without angina or silent ischemia. Aspirin 100mg daily was prescribed indefinitely and clopidogrel 75mg for 12 months.